Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse test drove the system and performed arm swaps, the instrument function with no problems found. Electrical / mechanical adjustment was made to correct reported problems. System was tested and verified ready for use. The complaint was not confirmed based on the field evaluation. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The probable root cause cannot be determined based on the information provided and phone support details. Fse tested the system and performed arm swaps with no issues found on the instruments/system. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the jaws of instrument(s) were not fully closed when the master tool manipulator (mtm) grips assigned to the instrument was fully closed. A specific instrument was not provided. The procedure was completing as planned with no reported injury.